Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received an alert for long charge time from their device. Patient was asymptomatic. Device capacitor was tested in clinic and was noted to have timed out twice. Device was explanted and replaced. Patient was stable before, during and after the procedure.